Event description:
Patient has been using an elastomeric device to administer rocephin in the home. The device was leaking at the filter. The patient noticed the drug was making her bed wet. The product is called a home pump eclipse 100ml/ 100ml/hr. In 2009, patient attempted to infuse an antibiotic at home with the device. -homepump eclipse-, leaked and needed to be replaced.